Event description:
It was reported that a supply line of a homechoice automated pd set with cassette became disconnected from the heater bag. This occurred during use. The reporter stated that nothing unusual was noted about the supplies, and the device connected normally during setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.